Event description:
As reported, leak at ultrasound connector was observed. The issue found at reprocessing. There is no patient involvement on this event. Device evaluation found the c-body, probe unit has deep scratched , dented and lg (light guide) cover glue is missing. This report is being submitted for probe unit deep scratched , dented and light guide cover glue missing.

Manufacturer narrative:
Device inspection found leak from the ultrasound cord. The customer reported leakage issue was confirmed. Furthermore, probe unit was found with deep scratched, control body dented , scratched and the light guide cover glue was noted to be missing. In addition, the bending rubber glue is cracked and worn out. 3 broken echo signal noted on image and nozzle was observed dented and sharp. Light guide tube is scratched and cracked and angulation has minor play. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to report source. Report source- checked "other" to correct country to canada. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the damaged acoustic lens and the light guide cover glue missing likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the surface of the insertion tube for dents, bulges, swelling or other irregularities." Olympus will continue to monitor field performance for this device.